Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted with a pacemaker system on (B)(6) 2017. Later the same day, there was loss of capture noted so the patients rv lead was explanted and replaced with this rv lead. On (B)(6) 2017 there was loss of capture noted again on this rv lead. At this point the physician was not sure if the issue was with the rv lead or the pacemaker itself so both products were explanted and replaced. The explanted pacemaker was found to have no outputs, the patient experienced asystole and she is pacer dependent. As of now, there are no complaints on the newly implanted device and lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.